Event description:
Patient was implanted on (B)(6) 2022 with the nalu peripheral nerve stimulator. On (B)(6) 2023 the physician performed an explant due to the surgical wound not healing as expected. During the explant, the physician determined that the wound was infected.